Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 481 mg/dl at the time of call. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer stated that the insulin pump had received insulin flow blocked alarm. Customer stated that the part of the clip was snapped. Troubleshooting was performed for damaged. The insulin pump will not be returned for analysis.